Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -11.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged with a different power toric lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial . Visual inspection found the optic torn and split and the haptic torn and broken. Functional inspection found the lens to be within specifications. Dimensional inspection could not be performed due to excessive lens damage. Claim#(B)(4).